Manufacturer narrative:
UDI and protocol # are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer connected the product to an anesthesia device and conducted a pre-use air leak check, and an air leak alarm was issued. So he changed the product to another one, and after that, the alarm was settled. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. One (1) photo was attached to the complaint created. During the analysis conducted it could be observed a top view of circuit breathing product; however, no issues related to failure mode reported could be observed. The returned sample was visually inspected under normal conditions of illumination. No damages nor other workmanship defects were detected. The sample was submitted to a leak test inspection. The circuit was connected and successfully passed the test; thus, the failure mode reported was not confirmed. No root cause was determined, and no corrective actions were required since the complaint was not confirmed. No problem found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).